Event description:
It was reported the patient had a small amount of erosion on their scalp. It was stated their skin was going to be re-stitched. It was stated a longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life. It was stated the estimate showed 23.7 months for end of service (eos). It was noted the reason for the revision was erosion on the scalp. It was stated the procedure was to be performed on the day of report. Additional information received reported the patient was evaluated and their system functioned properly. It was stated a full scan of the patient¿s impedances were performed and they were all within normal range. It was noted the patient¿s scalp was scrubbed, the margins were cleaned, and the patient was closed normally. It was noted they did not have any reduction in their therapy during the entire process. It was stated post-operatively the patient had woken up and they seemed fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va02s0t, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va02s0t, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).